Manufacturer narrative:
Continuation of d10: product ID 37751 lot# serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the recharger had a frayed antenna cord that was first noticed about 6 months ago. About a week ago the recharger completely died, like it had shorted out due to the frayed cord, so the recharger was no longer powering on or able to be used. The caller stated they had been using the old recharger to charge the ins but that it also had a frayed recharger antenna cord. It is unknown when the date of recharger fraying was. Caller stated they had used the same desktop charger (dtc) cord for both rechargers and one recharger charged fine but the other was not working/died so patient services (pss) did not believe the dtc was the cause of that recharger's issues. As caller had planned to recycle the not functioning recharger, pss gave caller option to receive a pre-paid return label to send back or get replacement through insr to wr program, so pss reviewed wireless recharger (wr) and the insr to wr process. The caller mentioned that they never had good luck with the cord design with the legacy recharger so the wr sounded appealing. A replacement recharger antenna cord was sent for the functioning recharger. Pss sent email out to local reps regarding the insr to wr transition request. The caller mentioned the patient had an appointment with their hcp on (B)(6). Additional information received from the manufacturer¿s representative (rep) provided information for the patient to receive a wireless recharger, and thus it was going to be sent. Additional information received from the consumer reported the recharger turned on, but there was nothing on the display because they think it got wet. The consumer was going to take it with them to their next appointment. Additional information received from the manufacturer¿s representative (rep) reported they received the wireless recharger and belt about a month ago, but the belt was too large and didn¿t work well for them as they were small.